Event description:
It was reported in an article titled ¿a prospective randomized controlled study comparing transforaminal lumbar interbody fusion techniques for degenerative spondylolisthesis: unilateral pedicle screw and 1 cage versus bilateral pedicle screws and two cages¿ that fifty patients with grades 1 or 2 degenerative spondylolisthesis underwent a single level tlif were randomly assigned either a unilateral or bilateral fixation. One patient in the bilateral group suffered a post-op pulmonary embolism that resolved with anticoagulation therapy. No additional information is available.

Manufacturer narrative:
Literature citation: aoki, yasuchika; et al. ¿a prospective randomized controlled study comparing transforaminal lumbar interbody fusion techniques for degenerative spondylolisthesis: unilateral pedicle screw and 1 cage versus bilateral pedicle screws and two cages j neurosurg: spine. 2012; volume: 17 page(s) 153-159. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.